Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope presented an error code e315. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
Update: d8, d9, h3, h6, h11. The device was returned to olympus for inspection. Based in the results of the investigation, the reported e315 communication error could not be reproduced and was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.